Event description:
It has been reported that the patient has a periprosthetic fracture 2 weeks after a fall. It has been further reported that the patient has a 1cm leg length discrepancy and intermittent symptoms of pistoning, it is suspected that the femur is loose.

Manufacturer narrative:
An event regarding alleged periprosthetic fracture and loosening following a patient fall involving a custom jts proximal tibia was reported. The event was not confirmed by medical review. Method and results: visual inspection: visual inspection identified surface damage to the femoral component that is most likely extraction damage. Minor wear of the axle was observed. Significant damage observed to the bumper pad that is most likely extraction damage. Significant damage observed to the axle cap. Dimensional inspection: not performed as reported event is not dimensional. Functional inspection : not performed as reported event is not functional. Material analysis: not performed as reported issue is not material.. Clinician review: an event regarding alleged periprosthetic fracture following a patient fall involving a custom jts proximal tibia was reported. The x-ray provided shows that the femoral stem was much smaller than the canal and that it is misaligned on ap views, which might cause the reported piston movement of the implant. The femoral stem was in passive fixation and there is no clear radiolucent line observed. The x-rays also showed that the axle has been backed out on the medial side, however there is no clear sign of metaphyseal fracture being observed, this may be due the quality of the x-rays provided. Therefore, the reported periprosthetic fracture cannot be confirmed by this radiograph. Therefore, part of the reason for the revision can be confirmed. The reported periprosthetic fracture, loosening and axle backing out could be as a result of the patient¿s reported fall or factors such as trauma, obesity, activity levels and/or surgical factors or preferences and not necessarily related to the device itself. Product history review: review of the device history record indicate one device was manufactured and accepted into final stock on 16 may 2013, with no reported discrepancies. Complaint history review: there has been 1 other event. Conclusions: review of the provided images did not confirm the reported metaphyseal fracture and femoral stem loosening although this may be due to the poor quality of the images. Review of the imaging confirmed that the axle had backed out on the medial side. The investigation concluded that the alleged metaphyseal fracture, the femoral stem loosening and the observed disassociation of the axle were most likely caused by the patients reported fall. No further investigation for this event is possible at this time as insufficient information was received by siw. If additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It has been reported that the patient has a periprosthetic fracture 2 weeks after a fall. It has been further reported that the patient has a 1 cm leg length discrepancy and intermittent symptoms of pistoning, it is suspected that the femur is loose.